Manufacturer narrative:
The lens was received and the diopter measured correct as labeled, 22.5 d. Physician stated the improper iol power was initially implanted. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Event description:
Customer sent a complaint informing that she developed a bladder infection after using lifestyle ultra sensitive in two different occasions. Customer stated that antibiotics were prescribed twice after those incidents.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) has not been received for analysis. The lens met all manufacturing specifications prior to release. Update will be sent following analysis of the lens. Iol not received.

Event description:
It was reported the intraocular lens(iol) was removed and replaced without complication 2 months after implant due to the improper iol power implanted initially.